Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation and a follow-up call with the patient conducted by a csr. The patient reported that the subject meter began reading inaccurately at 7am on (B)(6) 2018, when he obtained an alleged inaccurately high result of ¿500 mg/dl¿ compared to his feelings/ normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient stated that he manages his diabetes with insulin ¿ no adjustments (¿30 units in the morning and 5 units at night¿). The patient reported that in response to the alleged inaccurately high result of ¿500 mg/dl¿ he took an increased dose of insulin of ¿40 units¿. During the follow up call, the patient stated it was not common for him to increase his dose of insulin and he did so because of the uncommonly high result obtained on the subject meter. The patient reported that, at an unspecified time after the product issue, he began to develop the symptoms of ¿dizziness and blurred vision¿, symptoms that the patient stated during the follow-up call he associates with low blood glucose. The patient reported that at 09:44am he visited the emergency room (ER) where he received healthcare practitioner (hcp) treatment in the form of ¿IV fluids¿. He could not recall what the specific fluids he received were but stated during the follow-up call that he was treated for a low blood glucose excursion. The patient also reported that at 12-noon his blood glucose was tested on a ¿lab meter¿ and the result obtained was ¿73 mg/dl¿.when asked during the follow-up call, the patient attributed the low blood glucose excursion to having overmedicated in response to the alleged inaccurate high reading obtained with the subject meter. During troubleshooting, the csr verified that the subject meter¿s unit of testing was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event, and received hcp treatment, after taking an increased dose of insulin based on the alleged inaccurately high blood glucose result on the subject meter.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.